Manufacturer narrative:
It was identified on 06 nov 2023 that during field service in (B)(6), the phaco machine had irrigation flow issue during procedure and power issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Device evaluation: field service engineer (fse) visited site to service the system and found the IV drip tubing (intrafix brand) they use not giving a good flow during continuous irrigation and test chamber collapse intermittently. Tested with another IV drip tubing (sangofix brand) and the flow is good and test chamber is stable. User was advised to use sangofix brand IV drip tubing. Hand piece voltage and vacuum measured in specifications. System is working well. Manufacturing records review: the manufacturing records for the device were reviewed. No nonconformity report, documentation or labeling changes, and escalations are required. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Use error may have caused/contributed to the reported event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was corneal burn (thermal injury) on patient's left eye. No further information available.